Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the affiliate that the 511st trocar leaked immediately on insertion. No further consequence to the patient.